Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, bone/tissue damage, infection, possible acetabular issues, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6), 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2013 due to patient allegations of pain, bone/tissue damage, infection, possible acetabular issues, elevated metal ion levels and metallosis. Additional information provided in revision operative notes indicates patient's right hip revision was due to possible infection, loose acetabular component and metal on metal wear debris. Operative notes further indicate patient had wear debris from metal on metal implant with synovitis at time of right hip revision. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05820 / 05822).